Manufacturer narrative:
UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion. It was reported that intra-operatively, the reference frame was not going to its normal position when touched. The surgeon twisted clockwise and counter clockwise, and the frame was staying in position rather than coming into the correct position. The surgeon pushed against the pin into the correct position. The procedure was completed using the navigation system and same frame. There was no reported impact to patient outcome. There was no reported surgical delay due to this issue.

Manufacturer narrative:
The percutaneous pin was returned for analysis and there were no faults found with the pin. The reference frame was also returned and no faults were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site received a new percut reference frame.

Manufacturer narrative:
Correction: follow up report 001 inadvertently submitted without aware date entered. Aware date should have been listed as 2019-01-17. If information is provided in the future, a supplemental report will be issued.